Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is a bilateral med-el child with an abnormal anatomy. The patient was doing well when he began having recurrent infections down in his ear canal. He has so little room in the facial recess that his electrode eroded through the posterior canal wall and became exposed, resulting in recurrent infections of the fat graft put in for the profuse csf leak. An infection was removed beginning of (B) (6) 2010. During the surgery, the electrode was cut out except for a small amount sticking out of the cochleostomy. The receiver was left in place but has been explanted on (B) (6) 2010 when the patient received a new device.